Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient's battery was not lasting between charges. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced to accommodate new lead to cover new pain area. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient's battery was not lasting between charges. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.